Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the device. Provocative testing was performed and the noise was able to be reproduced. Technical support was contacted and lead replacement was recommended. Subclavian crush was suspected by the healthcare provider. Reprogramming was performed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the patient was experiencing dizziness. The rv lead was capped and replaced to resolve the event. The patient was stable.